Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was pixelated and blurry. There was no adverse impact to customer's blood glucose. Reportedly, customer will continue to use current pump for insulin therapy.